Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus and basal delivery. There was no reported impact to the customer's blood glucose level due to these past occlusions. As the alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.